Event description:
Patient presented to the physician with erosion of the stimulation lead and sensing lead from the chest incision site. Physician brought the patient into the or, tucked both leads beneath the tissue, and closed the chest incision. Postoperative antibiotics were prescribed.